Manufacturer narrative:
(B)(4). The site biomed reported that the device was unable to deliver a shock when it was tested. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The site biomed reported that the device was unable to deliver a shock when it was tested. There was no reported pt involvement.